Event description:
It was reported that the patient had had inefficacity in comparison to the pervious percutaneous stimulation. Ablation of the device was requested by the patient, surgical intervention was required. The device and lead were explanted on (B)(6) 2014. The patient had required hospitalization from (B)(6) 2014 to (B)(6) 2014.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. (B)(4).